Event description:
The customer reported the systems' user interfaces failed to operate thereby losing all functionality of the system. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Following completion of various tests the system was repaired. The system was then found to be operating as intended.